Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. User facility medwatch attached. Spoke with risk manager at the account, she indicated that the patient was in very poor health, he had received little to no health care. The procedure was very difficult and the device malfunction did not help the situation. There was bleeding when went into the procedure, the patient had a football size hemorrhagic tumor. When firing the gun the device cut and the staples remained open. It was not the first firing of the device, but the device was not used after the difficulty was encountered. Risk manager indicated she will not be filing this as a sentinel event. Dr. Is not employed by the hospital. The device was discarded at the time of the operation. The surgery was not recorded and no autopsy was performed. Three messages for the surgeon have been left to date, no response has been received.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. User facility medwatch attached. Spoke with risk manager at the account, she indicated that the patient was in very poor health, he had received little to no health care. The procedure was very difficult and the device malfunction did not help the situation. There was bleeding when went into the procedure, the patient had a football size hemorrhagic tumor. When firing the gun, the device cut and the staples remained open. It was not the first firing of the device, but the device was not used after the difficulty was encountered. Risk manager indicated she will not be filing this as a sentinel event. Dr. Is not employed by the hospital. The device was discarded at the time of the operation. The surgery was not recorded and no autopsy was performed. Three messages for the surgeon have been left to date, no response has been received.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Spoke with risk manager at the account, she indicated that the patient was in very poor health, he had received little to no health care. The procedure was very difficult and the device malfunction did not help the situation. There was bleeding when went into the procedure, the patient had a football size hemorrhagic tumor. When firing the gun the device cut and the staples remained open. It was not the first firing of the device, but the device was not used after the difficulty was encountered. Risk manager indicated she will not be filing this as a sentinel event. Dr. Is not employed by the hospital. The device was discarded at the time of the operation. The surgery was not recorded and no autopsy was performed. Three messages for the surgeon have been left to date, no response has been received.